Manufacturer narrative:
The hook handle (cev229-1a) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the hook handle verified the complaint reported by the customer as valid. No manufacturing defect was found on the received product. The test of electrical continuity was compliant with a microfrance cable and not compliant with the cable received from the customer. According to the call discussion on 25th of november 2021, the interference video issue didn't occur all the time. As the cable from the customer was already used, we are waiting a new cable from the customer to confirm the issue of incompatibility. Root cause analysis: as this is a random issue, we could not confirm that the interference video issue was related to the received product. However, the overheating of the connector was probably due to the incompatibility of the customer¿s cable with the integra product. The investigation will be reopened as soon once we received a new cable from the customer to confirm this root cause.

Event description:
A facility reported that there was interference with video using the hook handle (cev229-1a). Recently, the video cut for two minutes due to this issue. The interference happened when the devices were in use for several minutes and began to get dirty. In addition, the hook handle overheated in the surgeon¿s hand and/or had an electric arc. The device was in contact with a patient; however, no injury of significant increase in surgery time occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.